Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the mitraclip instructions for use states that the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and likely due to the thin leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the patient, with grade 5, degenerative tricuspid regurgitation (tr) underwent a mitraclip procedure. The tricuspid leaflets were noted to be thin. One clip was implanted at the anterior/septal leaflet. A second clip was also placed at the anterior/septal leaflet. Leaflet assessment was performed and was satisfactory. Gripper line removability was established and the clip was deployed. The gripper line was removed and no difficulty was noted; however, when the last part of the gripper line was removed, the clip detached from one leaflet. It was planned to implant a third clip at the posterior/septal leaflet, where there was a small jet. The third clip was implanted and stabilized the detached clip. Post-procedure tr was grade 1. No additional information was provided.